Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colon resection in a laparoscopic anterior resection, tiny yellow plastic fragment found soon after removal of the shipping wedge. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted damage to the shipping wedge. A fragment of the shipping wedge was returned. The reload was fully fired and functioned as intended. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the observed shipping wedge damage may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the single use loading unit(sulu) channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.